Manufacturer narrative:
As reported, a 4x40mm 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated, however it ruptured as it was inflated. No patient injury was reported. The lesion was a severely calcified popliteal artery. The device was replaced with a new unknown same-size bc and it could be inflated. The procedure was completed successfully. The device was not returned for analysis. A device history record (DHR) review of lot 17473014 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (severely calcified popliteal artery) and procedural/handling factors most likely contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated, however it ruptured as it was inflated. No patient injury was reported. The lesion was a severely calcified popliteal artery. The device was replaced with a new unknown same-size bc and it could be inflated. The procedure was completed successfully.